Event description:
It was reported that a patient reused single-use supplies while performing peritoneal dialysis therapy. The technical services representative reviewed proper procedures with the patient and advised that they start therapy over with new supplies. The patient reported completing therapy with only a new cassette instead. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.